Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total extra peritoneal right inguinal hernia, on insufflation, the co2 gas did not insufflate when hooked up to the stopcock valve of the device, and there was rapid loss of abdominal pressure. The surgeon used a secondary 5mm trocar to resolve the issue. There was no patient injury.